Manufacturer narrative:
No devices or photos were received; therefore visual and dimensional evaluations could not be performed. The device part and lot number are unknown. This device is used for treatment. The lcck surgical technique states that 95 in. Lbs. Of torque should be applied to the articular surface locking screw, and that undertightening of the screw may allow it to loosen over time. However, primary and revision operative notes were not provided; therefore it is unknown whether the articular surface was implanted per the surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may have influenced the performance of the device. A definitive root cause cannot be identified with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that revision surgery is being discussed due to loosening of the locking screw.